Event description:
It was reported that an implanted intellis pro implantable neurostimulator had a recharging issue involving a communication problem while recharging, where the recharger was unable to connect to the implantable neurostimulator and remained in search mode. The patient was unable to charge. Troubleshooting was performed and it was noted that the recharger would not connect and stayed in search mode. The issue was ongoing and not resolved. Additional surgical intervention was planned, with surgery scheduled for (B)(6) 2026. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.